Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they thought the battery longevity estimation on their leadless implantable pulse generator (ipg) was not updating over time. The ipg remains in use. No patient complications have been reported as a result of this event.